Manufacturer narrative:
A review of the manufacturing paperwork is in progress.

Event description:
In 2004, the patient was treated for a fusiform iliac aneurysm in the distal left common iliac artery and proximal left external iliac artery. A gore excluder aaa endoprosthesis contralateral leg component was used to treat the aneurysm. During a follow - up exam in 2004, a very small type I endoleak at the proximal end of the endoprosthesis was evident. However, the size of the aneurysm sac was unchanged. Following the reintervention in 2005, there was no evidence of a type I endoleak. However, it was observed that the original endoprosthesis had migrated distally from the intended proximal landing zone, though there was no adverse sequela. A follow-up angiogram from february 2006 shows that the patient was still experiencing a very small type I endoleak in the left iliac artery. However, the aneurismal sac has decreased in size from 33.3mm to 31 mm. A follow-up exam is scheduled for approx seven months later. Films have been requested, but are not being sent to gore.